Event description:
A malfunction was reported on the pump. The customer could not confirm the fault ID because they reset the pump on their own prior to contacting technical support. The customer's blood glucose (bg) level was over 600 mg/dl. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available, if necessary.